Event description:
During a coronary stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was non-calcified, 80% stenotic in a moderately torruous left anterior descending artery (lad). The lesion was predilated with a 20 x 2.0 mm maverick balloon. The physician had successfully deployed a taxus express2 8.8% 2.75 x 16 mm stent in the distal lad. During inflation of a taxus express2 8.8% 2.75 x 24 mm stent in the mid lad lesion, the stent dislodged from the balloon. The physician successfully removed the dislodged stent with a snare technique. The procedure was successfully completed using a new taxus express2 8.8% 2.75 x 24 mm. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."